Event description:
The repair center alleged low o2/yellow light and key is heat exchanger is leaking. Additional malfunctions are the gear clamps for the manifold had leaking hoses and the pe valve was not shifting.